Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level up to 600 mg/dl and moderate to large levels of ketones considered dangerous by the customer's healthcare provider. The customer performed supply changes, delivered correction boluses and administered manual injections to address the bg levels; water was consumed to address the ketone levels. The customer alleged there was an underlying pump issue that caused insulin delivery issues once the cartridge had less than 40 units of insulin remaining. No malfunction alarms were observed by the customer during this event. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer's current bg levels were not impacted and a system check was performed using the current supplies and the pump performed as intended.